Event description:
It was reported to boston scientific via an article published in the urologia journal that a retrospective analysis was conducted, to assess the post-operative efficacy of rezum water vapor thermal therapy to treat benign prostatic hyperplasia (bph), on fragile patients. Fragile patients are defined based on obtaining a prisma-7 questionnaire score lower or equal to 3. All patients in the study were initially catheter-dependent due to acute urinary retention from bph. A total of 97 patients were treated with rezum between july 2022 and august 2023 at institutions in saudi arabia and egypt. Following procedures, 2 patients died within a year of the procedure due to additional comorbidities. All patients had a foley catheter inserted post-surgery for a median of 12 days. Following the removal of the catheter, 12 patients needed their foley catheters to be reinserted due to voiding failure. Furthermore, 75 patients were given pain relief medicine (paracetamol), and 5 patients had urinary tract infections which were managed using antibiotics.

Manufacturer narrative:
Ali, a. I., tayeb, w., kalantan, s. A., abdelfadel, a., azzam, a. T., almouhissen, t., othman, b., albkri, a., bakhsh, a. M., moalwi, a., alqahtani, a. A., kasem, m., mirza, a. A., hassan, a. (2025). Rezum therapy for management of frail patients with catheter dependent urinary retention due to benign prostate hyperplasia: a 1 year follow up study. Urologia journal, 93 (2), 192-199. Doi: 10.1177/03915603251398255.